Manufacturer narrative:
Investigation - evaluation: the ncircle tipless stone extractor was not returned/received for an evaluation. Based on the information available a definitive root cause for the reported extractor "was not working properly" could not be established. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record could not be completed as the device lot information was not provided. A review of complaint history for this product/lot number combination could not be completed as the device lot information was not provided. Per the quality engineering risk assessment; no further action is required. Cook medical has notified the appropriate personnel and the will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an intended ureteroscopy, the physician replaced the previously inserted device with ncircle tipless stone extractor device and noticed that the device did not function as intended. The physician completed the procedure by using another ncircle tipless stone extractor. No unintended section of the device remained inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.